Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to reproduce the customer's experience of the programmer shutting down, however, system errors were noted in the programmer logs. It was also indicated that the keyboard and handle cover were broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer attempted to interrogate a device and shut down automatically. The programmer was returned for service. No patient complications have been reported as a result of this event.